Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, using the right femoral artery access, it was difficult to advance the delivery catheter system (dcs) through the femoral and iliac arteries. No difficulty was noted when advancing the dcs over the aortic arch or across the native valve. Prior to valve deployment, hypotension was noted and the dcs was pulled back into the ascending aorta. Since the blood pressure remained low, the patient was intubated and cardiopulmonary resuscitation (CPR) was performed for approximately four minutes. A transthoracic echocardiogram (tte) was negative for tamponade. The physician suspected that there was a right iliac rupture or tear due to the initial difficulty noted when advancing the dcs. A non-medtronic balloon was introduced through the left femoral artery and expanded in the abdominal aorta to stop any potential bleeding. A decision was made to deploy the valve prior to attempting to resolve the perceived vascular issue. As the inflated balloon was blocking flow into the abdominal aorta, the dcs was advanced from the ascending aorta. The valve was successfully deployed at an appropriate position with trace paravalvular leak (pvl) noted. The dcs was withdrawn from the patient and discarded. Angiographic evaluation showed no issues with the femoral or iliac arteries but revealed a rupture of the thoracic aorta. A graft was placed to repair the rupture. Following the procedure, the patient arrested while in the intensive care unit (ICU) and subsequently expired. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received that patient death was reported to be related to the rupture of the thoracic aorta. It was reported that the non-medtronic balloon was believed to have caused the rupture. The physician stated that the valve and delivery catheter system (dcs) did not cause or contribute to the aortic rupture or subsequent death. No autopsy was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.